Event description:
The balloon of a fogarty catheter ruptured. The surgeon reported that it is not uncommon for the fogarty catheter balloon to rupture during an embolectomy procedure. The surgeon explained that when the balloon comes in contact with metal stents, or when there is calcification, the balloon has been known to rupture. The surgeon does not believe that the device is defective. The surgeon stated that the device was being used as intended. However, others in the hospital speculate that some type of material change to the balloon could help make it strong enough to tolerate encountering a metallic stent and/or calcification.